Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.25 x 16 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. When the device was removed, it was noted that the distal part of the stent strut was damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported.